Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the provided information, it appears that the patient's cheek (at the burn location) encountered a conductive object during the procedure (note: in evaluating the distance of the burn from the surgical site and the lesion most likely being outside the sterile area, there is no direct correlation with the application of the instrument in the target area.). However, no conclusive determination could be made as to the cause of the incident. The user manual warns users that leakage current can flow through metallic, conductive objects during hf activation, with the risk of burns for the patient and medical staff. Therefore, the patient must not have contact with electrically conductive objects. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic cholecystectomy. The esu was used with a laparoscopic hook from storz as well as an erbe nessy omega return electrode, and it was attached to the patient's right thigh. No information was provided regarding any other accessory used or the settings used in the procedure (note: during the laparoscopic cholecystectomy, the patient's head was tilted to the right.). During or after the procedure, a burn/necrosis was discovered on the patient's left outer cheek. The skin lesion was a 3rd degree burn of approximately 2 cm2. The appearance of the wound was further described as a "hole" with necrotic edges. Due to the incident, a wound treatment was applied, and a plastic surgeon was consulted. The patient's hospital stay had to be extended to ensure adequate treatment and monitoring.